Manufacturer narrative:
The cartridge was not available for evaluation. A device history record (DHR) review was conducted for the reported lot number and confirmed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.

Event description:
A report was received on 09 jun 2025 from a healthcare professional regarding an 82 year old male, who stated the patient became hypotensive approximately fifteen minutes from the end of a hemodialysis treatment on (B)(6) 2025, and an unspecified amount of blood was observed leaking from the cartridge. Additional information was received on 12 jun 2025 from the local safety officer (lso) who stated there was no adverse impact to the patient, and the patient continues to treat using the nxstage system.